Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device presented with a defect on deployment. As per cc form: "impossible to deploy the stent graft. Impossible to withdrawn the sheath. The sheath detached from the captor valve". Description update: "when releasing the stent, the sheath disconnected from the handle, making it impossible to be used. A second stent had to be used. There were no consequences on the patient." Patient outcome: the patient did require an additional procedure: "introduction of a new stent graft". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: it was reported that during the procedure, the physician found it impossible to deploy the stent graft. It was difficult to withdraw the sheath and the sheath detached from the captor valve. The physician was able to remove the device and another device was used to finish the procedure. The device was returned and it was found that the sheath distal portion was detached from the captor valve hub with a portion of the coil reinforcements exposed but cleanly cut. The nylon outer layer had a small portion that showed signs of elongation. The delivery system had a significant permanent set, indicative of tortuous anatomy. Captor valve separation from the sheath can occur if excessive force is applied to the valve assembly when attempting to withdraw the sheath. The physician noted difficulty withdrawing the sheath. This is likely attributed to the tortuous anatomy of the patient. Tortuous anatomy was not mentioned by the physician but during the evaluation of the returned device, significant sharp bends were seen along the length of the device. These bends indicate tortuous anatomy. If the anatomy was severely tortuous as the returned device shows, then the binding of the sheath on the graft would have made withdrawing the sheath difficult. The physician may have grabbed the captor valve assembly in order to increase leverage/grip on the device. The sheath would have separated from the valve if excessive force was applied to the valve. This would have first elongated a section of the sheath until the fracture point as seen during plastic deformation. This elongation is seen in the sheath of the returned device, distal to the sheath separation. Another possible cause of difficulty withdrawing the sheath is if inadequate flushing was performed. Proper flushing provides a degree of lubrication that eases the withdrawal of the sheath. This cannot be ruled out but was not noted. The state of the returned device clearly shows tortuous anatomy but if improper flushing occurred, then the resistance to withdrawal would have been even more profound therefore, the resistance that prevented the withdrawal of the sheath is likely due to the tortuous anatomy of the patient. The separation of the valve from the sheath is likely due to excessive force applied to the valve by using the valve assembly as a handle for leverage. This force would have caused significant stress on the immovable sheath resulting in the separation. The likely reason for the immovable sheath is due to tortuous anatomy. The likely reason the sheath separated is due to excessive force applied on the valve assembly while attempting to withdraw the sheath through tortuous anatomy. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.